Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter "did not work". The reporter was unable to say what problem the subject meter was experiencing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.